Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. For this case only the device history was available. The device history was investigated. On the reported day of occurrence no entry was found. Tha last infusion was performed on (B)(6) 2020. The complaint could not be confirmed. On the reported day of occurrence no infusion therapy could be detected. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "over infusion." Customer information: no exactly customer description. Only an issue with two pumps war reported, but they don´t know which pump was involved and not infusion settings were reported.